Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device did not advise shock to a simulated ventricular tachycardia heart rhythm at more than 150 beats per minutes. There was no pt involvement in the reported malfunction.